Event description:
It was reported that the patient presented in clinic with complaints of feeling dizzy and low heart rate. During follow-up in clinic lead fracture has been detected which was confirmed on chest x-ray and follow-up parameters on programmer. The lead was exhibited noise and low impedance. The lead could not be removed due to thrombus in the subclavian vein , the physician implanted 2 new leads and moved the pulse generator to the right side. The patient was stable and discharged.